Event description:
Caller reported false positive troponin I (tni) results on triage cardio profiler kit compared to dade analyzer used in lab. One patient's whole blood sample run on triage got a positive result for tni and normal for ckmb. Ran sample on dade analyzer and got negative results. Repeated sample on a new device with a different meter and got negative tni and int qc error for ckmb.

Manufacturer narrative:
Investigation pending.